Manufacturer narrative:
Associated mdrs for this event: 3025141-2016-00174: driver.

Event description:
While implanting a 2.3mm locking cortical screw, the driver tip broke off in the screw head. The tip was left in the screw which was left in the patient's body.